Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with reset the insulin pump. Insulin pump did not turn off. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. No unexpected frozen screen display anomaly or pump error 24 noted. Device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the device back on. (B)(4).